Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that since starting on the pump, the customer's blood glucose (bg) levels have been fluctuating. Bg level was reported to have been elevated up to 294 mg/dl; however, the low bg level was not provided. The elevated bg levels were addressed using boluses via the pump. At the time of the call, the customer's bg level was in normal range at 109 mg/dl. Reportedly, the customer changes the cartridge every 3 days. The customer was instructed regarding cartridge/insulin labeling. The customer has disconnected from the pump and has reverted to manual injections for the time being. Multiple follow up attempts were made with the customer to obtain low bg level and any actions performed to address low bg level. However, the customer declined to provide any additional information, stating that it was not a good time to talk.